Event description:
It was reported that during the beginning of a da vinci prostatectomy procedure, the left eye in the high resolution stereo viewer (hrsv) was displaying "squiggly" lines as well as a loss of video from the camera head. With the assistance of an intuitive surgical representative, the site swapped vision cables, cycled power on the system and unplugged the system several times, however, the problem was not resolved. The patient was under anesthesia before the surgical staff made the decision to abort the procedure. No port incisions had been created. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
An investigation conducted by the field service engineer concluded the vision issues experienced by the customer was associated with the high resolution stereo viewer (hrsv). The system was repaired by replacing the affected hrsv. The high resolution stereo viewer (hrsv) is located on the surgeon console and provides the video image for the surgeon console operator. The hrsv was returned to isi for evaluation. Engineering discovered that the left side monitor had malfunctioned, thus causing the reported vision issues. As of 2008, there have been no reported recurrences of the issue at this hospital.